Event description:
Customer called and stated they turned the pad on and heard a loud noise and then a flash.

Manufacturer narrative:
We have yet to receive a complaint similar to this event, therefore we were unable to compare info to determine a cause of this event. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.